Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The ins was functionally okay with insignificant anomalies. There is no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data.

Event description:
It was reported a patient experienced extreme heating of the battery when recharging. Impedance testing was done as a diagnostic. The battery was burning him ¿from the inside out¿. Patient symptoms included a burning sensation at the device pocket. The patient was scheduled for an implantable neurostimulator (ins) replacement. It was also reported that the battery was to be replaced. Additional information received reported that there wasn¿t any normal battery depletion. The replacement surgery was done last week ((B)(6) 2014). It was noted the patient recovered without sequela. Additional information received reported the patient was receiving the same coverage as with previous device.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# lb7744, implanted: (B)(6) 2004, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3550-29, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.